Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. It was reported that the cause of the event was due to "unhealthy diet". It was reported that the patient was not hospitalized for the event. The patient was treated with ofloxacin for the event. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. The reporter declined to provide additional information.

Manufacturer narrative:
B3: the peritonitis occurred on an unspecified date in (B)(6) 2024. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.